Event description:
Initial intervention went well. On day 2, a small leakage occurred. The surgeon cleaned the abdominal cavity and performed diverting ileostomy. The surgeon didn't find any reason to take out the ring and it remained in the anastomotic area. The pt is doing well.